Event description:
The customer observed several architect i2000 error codes: 8007 (board error, dc driver I/o motor driver fault, bit 17), error code 1006 (unable to process test, background read failure) and error code 1007 (unable to process test, activated read failure). The customer stated the errors were generated after the customer had difficulty reloading the trigger solution. The customer restarted the analyzer and error 8007 was generated. After analyzer initialization, the analyzer's fluids were flushed and the customer was able to start the morning routine. Some time after the morning initialization, the customer observed constant error codes 1006 and 1007. Although the analyzer optics were ok, several analyzer parts were replaced, fluids flushed and controls run, however, error codes 1006 and 1007 persisted. The customer removed all the existing reaction vessels (rv), loaded a new rv lot, and all subsequent analyzer checks passed specifications. There was no impact to patient management.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a perforation and balloon detachment occurred. The 99% stenosed lesion was located in a distal left anterior descending artery with collateral given to a posterior descending artery. A 2.0x20mm apex balloon was advanced to the lesion and inflated to 6 atms for 10 seconds, 18 atms for 40 seconds and 18 atms for 45 seconds. The device was removed, reinserted and inflated again to 11 atms for 90 seconds, 8 atms for 20 seconds and 5 atms for 6 mins. At this point, the device was pulled back into the guider and it was noticed that the balloon detached from the tip. The balloon was located in the arm and successfully removed with a 7mm snare. At this time, a small perforation was identified distally to the lesion. To treat the perforation, a 1.5x8mm apex flex balloon was advanced to the perforation and inflated to 12 atms for 10 seconds and 10 atms for 22 mins. No further pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.